Event description:
It was reported that a patient underwent a laceration closure on the finger on an unknown date and an absorbable hemostat was used. The patient went to the emergency room 7-10 days later because the absorbable hemostat was still in place and was not able to be removed. Every time they attempted to remove the absorbable hemostat the finger started to bleed. The emergency room was going to try to soak the finger in sterile saline in an effort to loosen the absorbable hemostat from the finger. If this was not successful, they may cut it away from the finger and repair the wound appropriately. No additional information was provided.

Manufacturer narrative:
(B)(4) - bleeding occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.